Manufacturer narrative:
(B)(4). Further information from the reporter regarding event or product details has been requested. No additional information is available at this time.

Event description:
Allergan representative reported having a syringe of juvéderm® ultra plus where "fabric foreign material was observed on the packaged needle upon opening the package" at a training. There was no patient contact. No injuries were reported.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. There were no photos of the problem, and we do not know if the fabric was around the needle or around the needle cap, and we do not know the size of this fabric (there is not enough room in the blister/tray as it is a thermoformed tray) and as the packaging step of our manufacturing process does not use any kind of fabric, we cannot explain this discrepancy and if there is a discrepancy it can only be an isolated one.

Event description:
Allergan representative reported having a syringe of juvéderm® ultra plus where "fabric foreign material was observed on the packaged needle upon opening the package" at a training. There was no patient contact. No injuries were reported.